Event description:
It was reported that during a case, the unit continued suctioning after the button was released. The doctor set the end of the unit on the pt and caused a hematoma on the pt's abdomen.